Manufacturer narrative:
Concomitant medical products: sesr01, ipg, implanted: (B)(6) 2010, explanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a chronic right ventricular (rv) lead exhibited a decrease in the impedance values when connected to a new replacement implantable pulse generator (ipg). The lead remains in use. No patient complications have been reported as a result of this event.